Event description:
Visualization of a duodenal vascular lesion using an adjustable endoscope was difficult. Therefore, a duodenoscope was used. After visualization, thermocoagulation of the lesion was attempted using the gold probe hemostasis catheter, but was complicated by "declining gold lace" (gold that was being scraped by the elevator on the duodenoscope). Another thermocoagulation device was used to complete the procedure. Pt's condition was reported as stable.

Manufacturer narrative:
These codes were selected by the manufacturer based on info obtained from the user facility. Precaution listed in the directions for use: use of the device through a duodenoscope is not recommended because the elevator angle could damage the probe tip. Kinks in the catheter will hinder the irrigation and spiral electrode.